Event description:
It was reported that the customer experienced an elevated blood glucose. No specific blood glucose value was provided, but it was mentioned as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require further assistance from technical support.